Manufacturer narrative:
Block a2: patient age is approximated based on the median age of 69.5 years. Block b3: approximated based on the beginning of the enrollment of the study. Block d4; h4: the lot number of the lumen-apposing metal stent was not specified in the article; therefore, the lot expiration and the device manufacture dates are unknown. Block d6a: implant date approximated based on the beginning of the enrollment of the study. Block g2: literature source: fritzsche j a., et al. "Eus-guided choledochoduodenostomy using single step lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-p): a prospective pilot study." Endoscopy 2023. Doi:10.1055/a-2134-3537. Block h6: imdrf patient code e1709 captures the reportable patient complication of jaundice. Imdrf patient code e1109 captures the reportable patient complication of cholangitis. Imdrf patient code e2114 captures the reportable patient complications of perforation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf impact code f2303 captures the reportable intervention of antibiotic treatment. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f2301 captures the use of additional device to complete the procedure.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, eus- guided choledochoduodenostomy using single step lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-p): a prospective pilot study, by jeska a. Fritzsche, et al. The study was registered in the netherlands trial registry. Per the article, between (B)(6) 2021 and (B)(6) 2022, a total of (B)(4) patients (median age 69.5 years) with malignant biliary obstructions were enrolled in the study. All patients received a single dose of prophylactic broad-spectrum intravenous antibiotics in line with esge guideline recommendations. Anticoagulants were stopped. Antiplatelet monotherapy was allowed. The procedure was performed using linear endoscopic ultrasound with the patient in the left-lateral or prone position. To allow safe stent deployment, the minimal bile duct diameter at the puncture site was set at 12mm. Axios stents (6x8 mm) were implanted during an endoscopic ultrasound-guided choledochoduodenostomy procedure using the "free-hand technique". Technical success was achieved in (B)(4) patients. In two patients, the distal flange of the axios stent was inadequately deployed in the bile duct wall, leading to a minor bile spill, which was immediately solved after manipulation (n=1) or replacement with a second lams (n=1), without clinical consequences. In one patient, the stent was unintentionally placed in the cystic duct. In the other patient, the distal flange of the axios stent was deployed outside the bile duct wall. An endoscopic retrograde cholangiopancreatography (ercp) with closure of the defect in the duodenum with a through-the-scope clip was performed in the same procedure, and the patient recovered uneventfully. In one patient, a double pigtail stent (dps) was placed through the lams to prevent stent obstruction by blood clots after a self-limiting intraprocedural bleeding. Clinical success was achieved in (B)(4) patients ((B)(4)). The patient in whom, the stent was unintentionally placed in the cystic duct required a second eus-cds procedure due to inadequate biliary drainage. The other two patients underwent successful additional double pigtail stent (dps) placement to achieve adequate biliary drainage because of early cholangitis (n=1) or suspected stent obstruction (n=1). Adverse event of perforation occurred in one patient due to inadequate deployment (5%) and was treated in the same procedure. Eight patients (36%) experienced a possible related adverse event in less than 30 days. Two adverse events were unrelated to stent dysfunction. Six patients developed cholangitis due to stent dysfunction. Eleven patients out of 20 patients with a technically successful procedure (55%) experienced stent dysfunction in less than 6 months, presenting with either cholangitis (n=10) or jaundice (n=1). In two patients, cholangitis was sufficiently treated with antibiotics, while nine patients needed a re-intervention.